Event description:
Pt in or for knee arthroscopy. Guide pin inserted into the knee. Leg was manipulated and the guide pin bent. When the drill bit was attempted to be placed over the guide pin, the drill bit shattered. Pieces of the drill bit were removed from pt.